Event description:
Name of procedure: laparoscopic choleycystectomy. Event description: the device was being used to clamp the cystic duct and artery. The device jammed and would not produce any clips. A second device was used and the same thing happened. Both devices had the same serial number. There was no clinical impact to the patient as a result of the event, just 5 minutes of extra time. Additional information was provided by [name], territory manager via email on (B)(6) 2026: "I have started a fresh so please disregard the original. There are now two complaints." The surgeon [name] uses the ca500 frequently. He was doing a standard lap choley and went to clip the cystic duct and artery. The clip applier jammed. The item was used with a kii 5 mm trocar adv fixation as per standard procedure. The ca500 was inserted and placed in situ but jammed when the clip was to be applied. There was no clinical impact to the patient as a result of the event. It took 5 min extra time. The device was replaced with another ca500. This 2nd device also failed and a form will be sent for that one. A third ca500 device was used successfully. The other instruments used when the complaint event occurred were 3 x kii adv fix trocars and a c0r47. Additional information was provided by [name], territory manager via email on (B)(6) 2026: "the trigger operated easily with no resistance to its full extent; the clips did not advance into the jaw. After 5 firing I had one clip into the jaw.¿ intervention: a second device was used however this failed too and a third device was placed which worked well. Patient status: good.

Manufacturer narrative:
The event unit is not being returned to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.